Event description:
It was reported that during post-implant check, the right atrial (ra) lead exhibited decreased p waves sensing, elevated capture threshold and increased pacing impedance. Chest x-ray confirmed that the ra lead had moved slightly and lost its slack. The ra lead was explanted and replaced. There were no patient consequences.